Event description:
After approx 24 hrs of iab therapy, alarms sounded and blood was noted in the tubing. The iab was removed and not replaced. No pt injury occurred as a result of this event. However, the pt is reported to be in critical condition.